Event description:
While hooked up to pt, the therapist smelled smoke coming from the ventilator. The ventilator was removed and replaced with another one. The ventilator did alarm but the therapist did not know the alarm went off.